Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty upper display screen. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and replaced the gui cpu (graphical user interface, central processing unit) along with the backlight inverter printed circuit boards. The service engineer performed testing and the device operated within the manufacturing specifications.